Event description:
Revision of the knee due to pain and aseptic loosening.

Manufacturer narrative:
Summary of evaluation: "it is not possible to identify any issues that would leak to the failure of the implant through loosening and to cause the large amount of damage to the plastic insert".